Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, while inserting the nail into the patient, the impactor broke off into the insertion handle. The surgeon could not attach another impactor because the threads of the impactor were still inside the insertion handle. No fragments were left in the patient. The procedure was successfully completed with a fifteen minute delay. Patient outcome is unknown. This report is for a driving cap/threaded. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.033.001. Lot: 50p0529. Manufacturing site: (B)(4). Release to warehouse date: june 08, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complaint device radiolucent insertion handle was returned to customer quality (cq) west chester for investigation. The opening for the driving cap was found blocked by the broken tip from part 03.010.523 investigated under ip-01302704. The handle also had markings around the opening for the driving tip which could be associated to the regular use of the device. Functional test: the broken tip of the driving cap could not be removed from the handle. Dimensional inspection: complaint condition had been due to a post manufacturing issue, hence this inspection was not performed. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. -insertion handle asm conclusion: a broken piece of metal fragment was blocking the opening leading to the complaint condition. This is due to failure of the driving tip inside the handle. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, while inserting the nail into the patient, the impactor broke off into the insertion handle. The surgeon could not attach another impactor because the threads of the impactor were still inside the insertion handle. No fragments were left in the patient. The procedure was successfully completed with a fifteen minute delay. Patient outcome is unknown. This report is for a driving cap/threaded. This is report 2 of 2 for (B)(4).